Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to helix damaged upon attempting to pass through 6 french safe sheath. Ra lead came back with impedance of 2300 ohms and sensing was not perfectly right. This ra lead was replaced with the same model, not implanted, and was returned for analysis. No adverse patient effects were reported.